Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d154vwc, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during a routine device change out the right ventricular (rv) lead¿s insulation was cut. The physician applied medical adhesive and an end cap over the cut. All measurements were stable and the lead remains in use. No patient complications have been reported as a result of this event.